Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, in the first use of laparoscopic clip applier, three or four clips applied properly. Then, it applied multiple clips in once and none of them could hold. When they continued to apply the clips were scissored. The proximal side of the clip didn¿t close properly. No patient consequences reported. Procedure was completed with same like device.